Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no serial/lot number or sample was provided by the customer. The root cause cannot be determined at this time. Action taken: further action is not warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on (B)(6) 2011 and (B)(6) 2011 by mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: 04/05/2011. (B)(4).

Event description:
A surgeon reported having 52 cases whose postoperative results were more hyperopic or myopic than expected following intraocular lens implant surgery. The surgeon reported varying degrees of hyperopia/myopia. She also stated that after analyzing the unexpected outcomes, she still would have chosen the power of iols she originally implanted for these patients. The surgeon also reported having unexpected outcomes, approx "0.3 off" target, with two other lens models. (Number of cases was not provided.) There are six medical device reports associated with this event. This report is for the first lens model and for which the outcome was 0.2 to 0.3 more hyperopic than expected for 24 patients. Add'l info has been requested.